Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during vitrectomy surgery an ophthalmic operating system exhibited no cutting, and surgery was unable to continue. Following day, the surgery was able to complete without any patient harm. Additional information indicates that no additional procedures were required, patient was not hospitalized until the next procedure and procedure was completed in the same facility.